Event description:
The customer states that a false positive result has been generated on one sample from a non-immunized pregnant female patient tested with the architect toxo igg assay. The sample generated an initial result of 13 iu/ml that retested at 0.1 / 0.1 iu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). To evaluate the customer issue, a review was conducted of the complaint text, the instrument history, and architect system labeling. A definite cause of the erratic toxo igg result was not found. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) and the architect toxo igg reagent package insert ((B)(4)) both contain information to address the customer's current issue. Based on the available information, a product malfunction was not identified. After reprocessing the controls and recalibrating the reagent, the results were repeated within the expected ranges. Review of complaint tracking and trending; abbott customer technical advocate initiated troubleshooting with customer intervention.